Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The unknown vessel was predilated with a maverick balloon of an unknown size. A taxus express2 2.5x8mm drug eluting stent was being advanced to the lesion and was stripped off the balloon as it was going into the guide catheter. The stent was retrieved with a snare. No further complication occurred. Pt status is satisfactory.